Event description:
It was reported that a pump declared alarm 20 during pumping, and the issue caused no adverse impact to the customer¿s blood glucose level. The customer was unable to load a new cartridge successfully, and the cartridge alarm recurred despite following the proper load technique. Technical support assisted by instructing the customer to put the pump into storage mode prior to returning it and arranged for a replacement pump. The customer will use an alternate form of insulin therapy, mdi, to ensure insulin delivery is not interrupted during this period.